Manufacturer narrative:
The single used mc330428 extension set was pressure leak tested and there were no leaks observed at any location along the fluid path. The male spin luer was measured and it met design expectations. No mating devices were returned to evaluate with the used mc330428 extension set. The complaint was unable to be replicated or confirmed during lab testing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 71" (180 cm) appx 0.44 ml, smallbore ext set w/microclave® clear, clamp (blue), rotating luer which the customer reported that the medication line was leaking from the point of connection. Tylenol and a flush had been run before the small leak was noticed. It was not specified if there was patient involvement or not, however, no injury was repoted as a consequence of this event.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.